Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ event happened after surgery. Acetabular component (cups) has been unstabilised after surgery - hip revision after the primary surgery. We marked that this might be adverse event, but it is on you to evaluate the event after I will let you know additional data. Update from (B)(6)'s email (B)(6) 2012: right/left hip, left product added, reason for revision added, crawford's ref and contact details left, asr xl acetabular system. Original surgery date: (B)(6) 2008, date of revision: (B)(6) 2010. Reasons for revision: alval/soft tissue reaction, asr acetabular cup loosening products revised: (B)(4), lot nos 2588576; 2649153. Right, asr xl acetabular system, original surgery date: (B)(6) 2009, date of revision: (B)(6) 2010. Reasons for revision: alval/soft tissue reaction, asr acetabular cup loosening products revised: (B)(4), lot no 2749036. Update received (B)(6) 2014. Femoral head added for right side. Reference number amended.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reasons for the revision are as follows: acetabuar cup loosening; alval/soft tissue reaction.

Manufacturer narrative:
Conclusion and justification status: following review by bioengineering, it was identified that the x-rays provided represent 4 incidences of cup loosening. To investigate further, full details of each incident is required. No conclusions can be made at this time. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.